Manufacturer narrative:
Unit received with no button response due to moisture on keypad traces. No button error alarm during testing. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer stated that the device may have been exposed to sweat. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.